Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of a reported cause of the patient¿s peritonitis and no documented product investigation of the liberty select cycler, liberty cycler set, the source of the infection cannot be determined at this time. However, the involved infectious pathogen is part of the normal flora of the human gastrointestinal tract and genitourinary tract. This presents evidence of a possible cross-contamination though contact by the patient as this is the most prevalent cause of infection. Despite these facts, the liberty select cycler and the liberty cycler set cannot be excluded as possible sources of peritonitis. Based on the available information, there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon further follow up with the patient and the patient¿s pdrn, it was reported this patient presented to the hospital on (B)(6) 2021 with symptoms of abdominal pain and was admitted the same day. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with citrobacter freundii and an elevated white blood cell (wbc) count (exact amount unknown). The patient was diagnosed with peritonitis due to unknown causes. It was reported approximately three days prior to the patient¿s symptoms of abdominal pain (exact date unknown). The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg every day for three weeks and ip vancomycin at 750 mg every five days for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It could not be confirmed whether the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the root cause was not determined by the hospital or outpatient clinic. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 60-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon further follow up with the patient and the patient¿s pdrn, it was reported this patient presented to the hospital on (B)(6) 2021 with symptoms of abdominal pain and was admitted the same day. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with citrobacter freundii and an elevated white blood cell (wbc) count (exact amount unknown). The patient was diagnosed with peritonitis due to unknown causes. It was reported approximately three days prior to the patient¿s symptoms of abdominal pain (exact date unknown). The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg every day for three weeks and ip vancomycin at 750 mg every five days for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It could not be confirmed whether the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the root cause was not determined by the hospital or outpatient clinic. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.